Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change due to normal eri, chronic high threshold was observed on the rva lead. No other electrical anomalies were reported. Lead was removed and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.